Manufacturer narrative:
The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr result with coaguchek xs meter serial number (B)(6). At 5:34 pm, the meter result was 1.4 inr. The result from the meter within 10 minutes was 5.1 inr. Customer's therapeutic range is 2.0-2.4 inr. The customer tests on a weekly basis.